Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. The patient had switched to the next transmitter and discarded the old transmitter. No injury or medical intervention was reported.